Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the overdischarge was resolved and the power on reset (por) was cleared. The patient is now getting 4-6 bars. Per the patient, she has tried a couple times immediately after to charge. When she was not successful, she let the ins die and did not try to recharge again until this occurrence. The patient is now able to couple and charge. No further actions were taken at this time. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-sep-27. The patient indicated that their stimulator battery has been replaced and is not currently working. The patient already contacted patient services regarding the issue and they advised the patient to get in contact with an office that has a manufacture representative (rep) who can turn the unit back on. The office that is the closest to them is refusing to see the patient because they are not a pain patient. The patient was requesting the rep¿s contact information. An email was sent to the patient indicating how to find other local healthcare professionals (hcp) in the area. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that the patient said that ever since she got her new implant ((B)(6) 2016) she has not been able to charge her "implant at all". The patient said it is back to the old way, with their pain and having to take pain meds like she did before she had the device put in. The patient said this started in (B)(6) 2017 "where it got out of hand, that's when it got worse". The patient was asked when the pain started originally and she just said she "has always had it is in my back, from all the back surgeries I have had". The patient said she does see the 8 coupling boxes but none are filled in. I asked if she puts the recharger antenna against her implant about a half inch below the scar, and said that she puts it over the scar. The patient was asked to try below the scar, and she reported seeing the reposition antenna screen. Since the patient has never been able to get coupling boxes she is probably overdischarged. The patient just saw the reposition antenna screen today, and says before she saw the 8 empty coupling boxes. The patient is also seeing poor communication on their patient programmer. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep). The rep confirmed the ins was in overdischarge du e to the patient not being able to charge their ins for approximately (B)(4) years. The patient had tried charging the ins on (B)(4) 2018 but was unable to connect to the ins using the recharger. The rep planned to meet with the patient on (B)(4) 2018 to perform a physician mode recharge (pmr) / trickle charge and to clear the expected power on reset (por). No further complications were reported or anticipated.